Event description:
Customer states that after plan approval they decided to change the gantry angle. When customer went to approve the plan a second time the actual and plan ssds were not matching. Customer does not like this functionality and requested a complaint be lodged. The work around is to ensure the planned ssd matches the actual ssd. Customer feels that this should be automatically be done. No patient injury reported, and no patient data provided. The discrepancy was caught prior to treatment.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for patient treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs. Treated distance. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.